Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h9. The reported event is confirmed as a picture was provided. Visual examination of the returned pictures identified the threads as twisted. Lot identification is necessary for reviewing device history records; lot identification was not provided. Medical records were not provided. User error has been deemed the root cause of this incident, as the device had been recalled and was not returned by the customer. Z-1302-2019 was initiated in march 2019 for all lots for this item number. Further communication was sent out to the contact regarding this. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the cannulated driver was used to put in a screw during an initial surgery. When tightening, the threads of the driver morphed and twisted, resulting in the proximal tip of the driver fracturing into the tip of the screw. The fractured tip was retrieved successfully. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): ¿ 110018450 (unknown) the customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.